Event description:
During a cardiomems implant procedure, the cardiomems sensor stuck to the delivery catheter and begin to move proximally as the delivery catheter was pulled back. A second guidewire was inserted and used to remove the sensor from the delivery catheter. The sensor then became stuck on the original guidewire. The physician was unable to release the sensor from the guidewire and it was pulled back with the guidewire into the right atrium where it was released. A snare was then used to pull the sensor out of the body. There were no adverse consequences to the patient.

Event description:
A guidezilla catheter was placed in the pa.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The following components were received: user documentation, thumb drive, and released sensor. Visual inspection of the sensor loops observed a section with dried up blood. No other components (delivery system, guidewire) were returned at the time of the investigation. The investigation was unable to determine the root cause of the event. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
Additional information received on 27jun2022, indicated that a 11fr terumo pinnacle sheath 10 cm length was the introducer that was used during this procedure. A guidezilla guidewire and a roadrunner guidewire were also used during the procedure. Further device information-model and serial/lot number remain unknown.

Manufacturer narrative:
Additional information in b5, g3, h2.